Manufacturer narrative:
Unique identifier (UDI)# (B)(4).

Event description:
The customer complained of questionable ise indirect na, k, ci for gen.2 results for two patient samples. For both patients the sodium, potassium and chloride are a reportable malfunction. Patient #1 testing was performed on (B)(6) 2017. The initial sodium result was 175 mmol/l with a repeat result of 140 mmol/l. The initial potassium result was 5.67 mmol/l with a repeat result of 4.41 mmol/l. The initial chloride result was 76.0 mmol/l with a repeat result of 101.1 mmol/l. For patient #1 the initial results were reported outside of the laboratory. Patient #2 testing was performed on (B)(6) 2017. The initial sodium result was 111 mmol/l with a repeat result of 140 mmol/l. The initial potassium result was 5.28 mmol/l with a repeat result of 3.70 mmol/l. The initial chloride result was 117.2 mmol/l with a repeat result of 101.4 mmol/l. For patient #2 the initial results were not reported outside of the laboratory. For both patients the repeat results were deemed to be correct and there were no adverse events. Patient information was requested but none was provided. The lot number and expiration dates for the sodium, potassium, and chloride electrodes were not provided. The field engineering specialist found the ion selective electrode (ise) sipper nozzle was worn. He replaced the ise sipper nozzle. He performed ise checks and ise precision runs. The customer performed calibration and qc.

Manufacturer narrative:
For patient #1 further investigation of the issue found that the chloride results recovered in the opposite direction from the sodium and potassium results. Upon repeat testing, all of the results recovered in the opposite direction from the initial test. Typical causes for this type of behavior include air in the sample channel, leakage current coming from the waste, or an old and/or expired reference electrode. For patient #2 the erroneous results were caused by sample integrity issues. The customer has had no further issues with their ise¿s following the service visit. The service activity performed by the field service engineer can be seen as proper preventive maintenance measures.